Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during the consecutive firing sequences causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass and opening issues. During the next firing sequence, the clip was formed as conforming. The device locked out as intended but the orange did not show up. As not enough information about the incident reported was available, the event could not be confirmed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, since the trigger could not be grasped, the device could not function. Another device was used to complete the procedure. There were no adverse consequences for the patient.